Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connector and pull ring cap dimensions were measured and found to be within specifications. An underwater pressure test was performed with no issues noted. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation set had the patient line cap that "falls off". It was further described as "very loose on the set when it is taken out of the packaging". This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.